Event description:
This is a report by a consumer from (B)(6) of break in aseptic technique and peritonitis. On (B)(6)2010, the patient began peritoneal dialysis (pd) treatment. On an unreported date in 2010, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6)2010, the patient was diagnosed with peritonitis, not requiring hospitalization. On this same day, prior to initiating antibiotic therapy, a sample of peritoneal effluent was analyzed and cultured. The results of the analysis were pending, and the result of the culture was unknown. The cause of the peritonitis was patient made a mistake/break in aseptic technique and uti. On (B)(6)2010, the patient received a loading dose of amikacin 100mg via ip injection and fortum 1gm via ip injection once daily. It was unknown if the event of peritonitis resolved. There was no mention of retraining the patient; therefore it was unknown whether the event of break in aseptic technique resolved. Pd and fortum therapies continued. The patient's concomitant medications were not reported. The consumer believed that the event of peritonitis was unrelated to pd therapy. A statement of causality was not provided for the events of break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.